Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the patient contacted animas alleging that the tubing had become disconnected from the cartridge for an unspecified amount of time and her blood glucose (bg) elevated to 450mg/dl with slight lightheadedness. The patient stated she noticed the issue when she went to deliver a bolus to cover dinner. The patient stated she treated her elevated bg with a correction injection. The patient stated she was sure the tubing was properly connected to the cartridge when she performed the site/set/cartridge change and troubleshooting found that the patient was using the cartridge per instructions for use. The cartridge and tubing had been discarded and were unavailable for troubleshooting. The patient reportedly changed supplies and continued insulin pump therapy. The reported bg excursion does not meet criteria for a serious injury. This complaint is being reported due to the alleged cartridge issue.